Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus was informed of the following literature article: a review of two cases of foreign body in the esophagus treated at our hospital by t. Shoji, nishizaki, y. Fusaki, sato yuan, n. Oh, fujiiyawa. The authors examined 12 cases of esophageal foreign body performed at their hospital using gif-q260j and gif-h290z. One patient had mucosal bleeding from the endoscopic procedure. The authors did not specify which endoscope was used for this patient and therefore, both will be reported. This article includes 2 reports: (B)(6): gif-q260j. (B)(6): gif--h290z. This report 1 of 2 (B)(6): gif-q260j.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.